Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the synfix® evolution aiming device holder (part # 03.835.004 lot # 5l62101) was received at us cq. The device was received disassembled with all components present. There is no evidence of a device breakage or any damaged component. The device successfully assembles and appears to function as intended. No defect can be found with the returned device. The complaint is not confirmed for the received device. No defect found. Conclusion: the complaint was not confirmed for the returned synfix® evolution aiming device holder (part # 03.835.004 lot # 5l62101). There was no evidence of any damage on the device. The device was able to successfully assemble and function as intended. No cosmetic issues could be identified on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.835.004, lot: 5l62101, manufacturing site: hägendorf, release to warehouse date: 07.august 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl owens & minor ashland, va site on an unknown date, a synfix evolution aiming device holder was observed to be broken. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) synfix® evolution aiming device holder. This is report 1 of 1 for (B)(4).